Manufacturer narrative:
During inflation, the balloon ruptured above rbp. Recurrence of this malfunction could result in an embolism, flow limiting dissection, or perforation. No patient injury reported.  Cross reference MFR report numbers: 3005462046-2020-00024. The angiosculpt device was returned for evaluation. Visual inspection found a damaged distal bond with 3 leaflets lifted, but remained intact to the device. In addition, multiple shaft kinks were observed. During functional testing, using an indeflator filled with warm water, the balloon was pressurized at less than 2 atm and a pinhole leak was observed in the center of the balloon. The angiosculpt device was used off-label. The IFU warns to not exceed the rated burst pressure as indicated on the product label. In addition, an undersized guide catheter (4f) was used. The product label indicates the angiosculpt device is compatible with a 6f guide catheter.

Event description:
The angiosculpt device was used in a severely calcified distal sfa. After multiple inflations, the balloon ruptured at 14 atm (rbp is 12 atm). The procedure was completed with a competitor device. No patient injury reported.